Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint devices was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that the suture broke. A flexima apdl was selected for use. When the procedure was almost done, the physician tried to make a catheter loop. It was noted that the string snapped as it was pulled back. The catheter was cut to remove it from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.